Event description:
A patient reported being injected with Evolysse Form in the lips during an onsite training session at her place of employment on (b)(6) 2026. After an unspecified period of time the patient experienced persistent, hard nodules throughout her lips. The patient reported undergoing multiple treatments to dissolve the product with 21 vials of Hylenex. As of (b)(6) 2026, the patient reported the product is still not fully dissolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The batch release form was reviewed, and the device met all specifications prior to release. The product was used off label in the lip region. We cannot rule out that this may have contributed to the reported event.(b)(4).